Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Also, the dentist has selected an implant design which was not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 10 days after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type ii), fenestration occurred during surgery, bone graft was executed and immediate implant and immediate load procedures were performed.